Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are no previous complaints of this code batch (two complaints received from the same distributor at the same time for needle detachment. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open and unused sample with the needle detached from the thread and 1 unopened pouch. To evaluate the conformity of the closed unit, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Needle attachment strength results conducted on the closed sample received is 1.16 kgf and fulfil the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle escaped from the thread. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, considering that there is an open, unused sample detached and still wound on the pack, and that there is another complaint for this code-batch for the same issue, we will consider this complaint confirmed. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the needle detached. No further information has been received.